Event description:
(B)(4). Since having this procedure done I started out with tooth aches and severe headaches which lead to me being diagnosed with a nerve problem which causes these type of pains. Then I noticed that I was constantly having yeast infections and rashes on my skin. Then I noticed what I thought was a hair bump which I have had for almost a year now and the worst was having boils under my arms and on the left and right labia filled with no much puss that it hurts to sit down. Which I have to suffer each time until it finally bursts. I have memory loss, nauseated, flashes of light, mood swings, I am depressed and nobody believes anything is wrong with me. According to my doctor, the problems are due to bacteria on my skin such as a staph infection which he offered nothing to cure or prevent. This device has ruined my life. I am scared to know what the unknown damages are. There are so many problems I can't seem to name them all. I have sharp pains shoot through my feet and legs. Unusual pain in my sides and chest. And weirdly, some sort of puss like fluid coming from one of my eyes.